Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the patients heart wall approximately one week after initial implant. The patient reported experiencing chest pain. The physician asked a boston scientific representative to check device data. Device data indicated that this lead exhibited undersensing, failure to capture in the unipolar configuration, a high threshold of 6.5 volts at 1 millisecond in the bipolar configuration and low r-wave amplitude. In addition, the lead exhibited high out of range pace impedance measurements as high as 2300 ohms and an associated lead safety switch (lss), which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. In response, the rv lead was explanted and replaced with a passive tipped lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to have perforated the patients heart wall approximately one week after initial implant. The patient reported experiencing chest pain. The physician asked a boston scientific representative to check device data. Device data indicated that this lead exhibited undersensing, failure to capture in the unipolar configuration, a high threshold of 6.5 volts at 1 millisecond in the bipolar configuration and low r-wave amplitude. In addition, the lead exhibited high out of range pace impedance measurements as high as 2300 ohms and an associated lead safety switch (lss), which resulted in the rv lead being automatically switched from the bipolar to the unipolar pace and sense configuration. In response, the rv lead was explanted and replaced with a passive tipped lead. No additional adverse patient effects were reported.